Manufacturer narrative:
Medtronic received the following information from a journal article entitled ¿ occlusion of the stent graft in the distal thoracic aorta in a 13 year old boy.¿ kostic od, koncar ib european journal of vascular endovascular surgery. 2024 dec;68(6):813. Doi: 10.1016/j.ejvs.2024.09.002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿occlusion of the stent graft in the distal thoracic aorta in a 13-year-old boy¿ an endurant 16 x 16 x82mm limb was implanted a patient to treat a buckshot injury to the supravisceral aortic segment (zone 5) with 25 % oversizing. Seven months later, the patient presented pulseless, with acute bilateral claudication, headache, and hypertension. Computed tomography angiography (cta) showed graft occlusion. Relining with another endurant 16 x 13 x93mm stent graft was performed successfully. A six month follow up cta showed good graft patency. The patient is currently symptomless and taking daily single antiplatelet therapy. No additional clinical sequalae were provided.